Event description:
The customer reported the system stops when taking images. This is indicative of a system lock-up. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.